Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the right ventricular lead was sensing noise and there were two auto mode switch (ams) episodes. No patient symptoms were reported. The device was reprogrammed and the patient will continue to be monitored.

Event description:
New information received notes the patient's right ventricular (rv) lead had additional events of sensing noise. The patient's rv was capped and replaced 6 may 2021. The patient was reported to be in stable condition.